Event description:
In 2008, a clinical incident involving a perc dc wand was reported to arthrocare. During a cervical nucleoplasty procedure, the tip of the perc dc wand detached and remained in the patient's cervical disc at c5/c6. It was reported the patient was pain free after the procedure, then a day following the procedure, the patient reported the same level of pain in the arms and reduced neck pain as prior to procedure.

Manufacturer narrative:
The device has not yet been received for investigation. Awaiting return of the device to complete the investigation.-